Event description:
Upon removal of the infusion set, the rn noted the trifuse remained depressed with chemo running. Cytarabine was the chemo medication that was running. Manufacturer is working with the facility and are interested in testing the device.